Manufacturer narrative:
D10 - medical product: distal femoral augment block precoat may be used with posterior and/or anterior blocks size f 5 mm augment with screw catalog # 00599003610 lot # 65578258. 15mm diameter 30mm length straight stem extension combined length 75mm catalog # 00598801215 lot # 65566373. 16mm diameter 100mm length straight stem extension combined length 145mm catalog # 00598801016 lot # 65479596. Prc agmt block post sz f 5mm catalog # 00599003601 lot # 65625724. Size 5 precoat cemented tibial component catalog # 00588000500 lot # 65499766. Trabecular metal tibial cone, medium 36x31mm catalog # 00545001336 lot # 65081692. Distal femoral augment block precoat may be used with posterior and/or anterior blocks size f 5 mm augment with screw catalog # 00599003610 lot # 65617948. Trabecular metal femoral diaphyseal cone, 30mm, large, left catalog # 00545001930 lot # 65212253. 14mm height size f articular surface with hinge post extension / use with plate 5,6 / screw enclosed do not discard catalog # 00588006014 lot # 64000583. 12mm height size f articular surface with hinge post extension / use with plate 5,6 / screw enclosed do not discard catalog # 00588006012 lot # 65633303.

Event description:
It was reported patient underwent a revision procedure post implantation ten months due to femoral fracture and range of motion in knee. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: suggested component code: mechanical (04) femur. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of wear and is fractured. Sem analysis was performed and suggests fatigue mode of failure. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates there is a metallic object is noted anterior to the proximal tibial implant of uncertain location. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent a revision procedure post implantation due to femoral fracture and range of motion in knee. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). G2: lithuania customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.